Event description:
It was reported that the crosslink center locknut was broken off during tightening. There were no pt complications.

Manufacturer narrative:
The device has been returned to medtronic for eval. Visual examination confirmed the eyelet post sheared from the eyelet body. Post shear appears to be a result of excessive torque placed on the center nut exceeding the limit of the eyelet post. Parts appear to meet manufacturing specs. A review of the device history records found no documentation to indicate a non-conformance to spec.